Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, when the pump was likely physically disconnected from the console, it could not be detected due to a biased snr signal (greater than the programmed 150 limit) with no pump connected, indicating this symptom was due to an optical system-related issue. Therefore, the root cause of the optical signal issue, could not be determined due the inability to be reproduce during investigation. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a placement signal not reliable alarm during use of the device. The pump was switched to a secondary console, resolving the issue. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. When the pump was likely physically disconnected from the console, it could not be detected due to a biased snr signal (greater than the programmed 150 limit) with no pump connected, indicating this symptom was due to an optical system-related issue. To shutdown the console, the user had to perform an emergency shutdown. See ic9020 pump unplugged with snr still above 150 limit in the attachments section. The root cause of the optical signal issues was not determined due to the inability to reproduce. Before sending this console back to the customer, fs was instructed to replace the optical bench (0042-1012) and front panel optical connector (0042-2736 or newer 0042-2750). Fs also routinely perform a full functional check on the console and optical system (0042-7316) a review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 added "2917" for optical signal issue.